Event description:
It was reported that the purewick urine collection system was very loud and a gas burning smell was coming from the system. It was noted that the patient had been using the products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is unconfirmed, as the reported event could not be reproduced. The product was used for treatment purposes. A bd purewick urine collection system was returned. An in-house external power cord was used for the evaluation. While plugged into external power cord, there was light and sound indicative of the pump functioning. No burning odor was noticed coming from the device during the evaluation. While plugged into external power cord, the device passed with a value of 2.302 slpm (standard liter per minute). The device history record review and labeling review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was very loud and a gas burning smell was coming from the system. It was noted that the patient had been using the products for more than 90 days. Per additional information received via sample form on 04apr2022, stated that the first unit burned an oily scent, suction barely worked and then it stopped completely. It was stated that the patient connected everything correctly and troubleshooted. Both the second and third system never worked and were too loud for overnight use. Stated that these systems need compressors like oral suction devices except quiet and adjustable like in hospitals. The issue with the fourth system was unknown.